Event description:
It was reported that a (B)(6) pt with multiple myeloma underwent a kyphoplasty procedure on levels t10, t11 and t12. An x-ray performed postoperatively revealed a cement extravasation anterior to levels t11 and t12. There were no pt complications. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with rep.